Event description:
Literature was reviewed regarding worsening heart failure in a patient with a leadless implantable pulse generator (ipg). The authors described a patient who presented to the emergency department with dyspnea on exertion and orthopnea. Jugular vein pulsations were observed when she was in the sitting position, and auscultation in all lung fields revealed wheezing. Chest radiography showed pulmonary congestion and the patient had moderate mitral and tricuspid regurgitation. The acute decompensated heart failure was due to atrioventricular dyssynchrony caused by atrial mechanical oversensing and the dyssynchronous pacing resulted from pacing-induced cardiomyopathy. The patient's pulmonary congestion improved with diuretic therapy and oxygen. The leadless ipg was reprogrammed which improved the heart failure symptoms. The device remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: worsening heart failure from decreased atrioventricular synchronization rate of a leadless pacemaker atrial mechanical oversensing. Jacc case reports. 2025. 30:103862. Doi: 10.1016/j.jaccas.2025.103862. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.